Event description:
The manufacturer received information alleging a ventilator was alarming related to ac power disconnect. There was no harm or injury reported. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The ac inlet connector had signs of physical damage. The device's ac inlet connector was replaced to address the issue.